Event description:
This valve was a replacement for another sjm valve. Post-operatively, the pt experienced coagulopathy and received "several units" of packed red blood cells and 2 packs of platelets. The "moderate" bleeding continued and the pt was taken to the or for sternal exploration. A "large" right pleural hematoma was observed and there was a "small amount" of blood clot adjacent to the aorta; however, there was no "obvious" source of bleeding. Both clots were removed and the sites were irrigated. The pt was taken to the ICU in "stable" condition where pt received 2 units of packed red blood cells. Shortly after extubation, the pt's speech was noted to be "garbled" and pt had a "draw" to the left side with an inability to bear weight. On post-op day 2, a CT scan of the head revealed an "infarction or injury" involving the right cerebellar hemisphere. The pt was referred for physical and occupational therapy and noted to make "steady improvement" throughout their hospital course. Pt was subsequently discharged to a short-term rehabilitation center. The pt was noted to be "coming along slowly" at follow-up in august 2000.